Manufacturer narrative:
Literature citation: laura e. Sansosti, dpm, aacfas et al. Effect of obesity on total ankle arthroplasty: a systematic review of postoperative complications requiring surgical revision. The journal of foot & ankle surgery. 2018; vol 57: page(s) 353-356. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported by sansosti et al in an article titled "effect of obesity on total ankle arthroplasty: a systematic review of postoperative complications requiring surgical revision" it was noted that another article written by schipper et al in article called "effect of obesity on total ankle arthroplasty outcomes" reported that 46 patients underwent tar with multiple manufactures including inbone (n=5). Twenty one patients were reported to have complications requiring revision surgeries.